Event description:
Implant date: 2001. Routine post-operative x-rays showed a pseudoarthrosis. Revision surgery in 2002 to replace device at which time it was noted that a small piece of the locking cap was broken off.